Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: PMA number: p190006. Block h11: investigation results: the ins and tined lead were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of infection were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Concomitant product: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al10011685, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this implantable neurostimulator (ins) experienced an infection at the pocket site. The lead was noted to be protruding through the skin. The patient was prescribed antibiotics. There were no additional patient complications, and the patient was doing well post procedure.